Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer was treated for the low blood glucose with food and woke up with blood glucose level of 68 mg/dl. Customer¿s blood glucose level was 104 mg/dl at the time of the call. The customer declined to troubleshoot for low blood glucose. The insulin pump was not returned for analysis.